Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic for routine follow-up. The patient was asymptomatic with stored episodes of non-sustained rv oversensing. There was myopotential oversensing. Oversensing was reproduced. Programming changes were made. The patient will be monitored with routine follow-up.